Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer reported the patient was on a ventilator and the spo2 is normally around 90%, with the lower limit alarm set at 85%. The measured value was not displayed and the sensor off alarm was not recorded in the log data. The spo2 sensor was removed and switched to ECG (electrocardiogram) monitoring. The patient died and the date of death is unknown. The cause of death was reported as suffocation. The facility does not think that the patient died due to any quality problems with the device or that life-saving measures were delayed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was an airway narrowing and a tracheostomy and ventilator management was performed. Normally, spo2 is around 90 and the alarm lower limit is 85. However, the measured value was not displayed and the sensor being off was not recorded in the log data. The sensor was removed and switched to ECG (electrocardiogram) as life-saving measures were performed. There was no data that required life-saving measures. The reported cause of death was suffocation.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was an adverse event but no rgi medtronic product was implicated in the event and the display was defective. A potentially related device issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.